Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a small stoma site granuloma with mild non-purulent exudate, and peristomal erythema. Smears were collected of the stoma site, and silver nitrate was applied. The results of the smear came back positive for morganella morganii and streptococcus anginosus. The patient was prescribed an unknown antibiotic administered every 12 hours. It was reported that the patient continues to show erythema and mild exudate from the stoma site with a small granuloma.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.